Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case and several wires were broken, which caused the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector. The patient received a replacement monitor.